Event description:
It was reported that the outer layer of the shaft was coming off from the cysto-nephro videoscope. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, d9, h4. The device was returned to olympus for inspection and the reported failure of outer layer coming off the outer shaft was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: unknown substance on objective lens. Based on the results of the investigation a possible cause could include inappropriate material. The most probable cause is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.